Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during dwell 3 of 6. The technical service representative (tsr) explained the alarms and had the home patient (hp) cycle the power to clear them. The hp had left the unused final line clamp open, but the line was capped. The tsr explained that any unused lines should be clamped off during therapy. There was nothing else found during troubleshooting that would have caused or contributed to the alarm. The tsr explained that the supplies were compromised. The hp wanted to end therapy for the night and let his registered nurse know about the alarm in the morning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.